Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. A review of the device history records showed no discrepancies or unusual findings that relate to the reported issue. Based on the available information, infections are a known possible response to fraxel treatment. A risk of infection exists whenever the skin is wounded. The possibility for infection exists even with non-ablative fractional laser devices. If observed, infection should be treated appropriately with topical and/or systemic medications.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the face and neck on and two days post treatment, the patient noticed what the doctor believes is a herpes outbreak. The patient was not treated with valtrex prior to treatment as she stated that she has never had a cold sore or outbreak. The patient's face was treated with treatment level 60 and 8 and 8 passes and the neck with treatment level 45 and 6 and 8 passes. No other treatment were being performed besides fraxel and the clinic is not aware of the patient undergoing any other treatments in the symptom area within the past 30 days. The patient did not have any broken skin or active infection prior to treatment. The patient denied getting a culture taken. The patient does not have any medical conditions that could be contributing to the skin's response and the patient was not exposed to a hospital environment. The patient was given valtrex and sulfamethoxazole. The patient complied with home care and the skin appears to be healing with no signs of scarring. Reportedly, new rollers were used with a tip that had been used before but was properly cleaned prior to treatment.